Event description:
It was reported that the vns patient passed away on (B)(6) 2008. The cause of death and it relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
The patient&#39;s physician was unable to provide further information about the patient as he last saw the patient in 2007&#34;the national death index indicated that the patient&#39;s cause of death was &#34;other and unspecified convulsions, cardiac arrest, unspecified.&#34;